Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 610 mg/dl, which was treated for with the insulin pump at the doctor's office. The customer complained of excessive thirst and urination, dizziness, and slurring words. She was wearing the insulin pump at the time of hospitalization and was not put on an insulin drip. At the time of the call, the customer stated that her doctor was taking her off the device because the doctor did not believe that the device was appropriate for "the way her diabetes is." She stated that she is a brittle diabetic. The most recent blood glucose reading was 343 mg/dl. She reported that the insertion site was always bending and triggering high blood glucose levels. She also recalled that she had a low blood glucose reading of 40 mg/dl about 3 weeks prior during sleep. She was also hospitalized 8 years prior due to neck injury. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.